Manufacturer narrative:
Other - hydraulic sub-assembly.

Event description:
The customer reported the hydraulic sub-assembly was leaking. There was no patient involvement or adverse consequences reported.